Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the clip would not open. The physician attempted to deploy the clip (jaws in closed state) inside the patient, however the clip would not release from the catheter. The device was removed from the patient and the physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the clip would not open. The physician attempted to deploy the clip (jaws in closed state) inside the patient, however the clip would not release from the catheter. The device was removed from the patient and the physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed and not returned with the device. The control wire was separated per design. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context. The device history record review confirms that this device met all material, assembly and performance specifications.